Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while the ventilator generated 3 technical error codes while it was connected to a patient and ventilation subsequently stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. The ventilator was replaced with another one. There was no patient harm. Manufacturer reference#: (B)(4).

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The field service engineer (fse) who was dispatched to site did not reproduce the technical errors. The ventilator passed the pre-use check and functioned without any problem. The fse downloaded the logs. The fse as a precaution replaced 2 printed circuit(pc) boards because of the technical errors that had been generated and the ventilator was put back in service. The 2 pc boards were extensively tested and no problems were found. The reported technical error codes were not reproduced. The evaluation of the logs shows that the pre-use checks prior to and after the event were successful. The logs confirm the occurrence of the reported technical error codes that were followed by clinical alarms apnea, respiratory rate low, peep low and o2 concentration low which indicate that ventilation stopped. The ventilator was there after set to the standby mode. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost, the safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.